Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 252mm in length thoracic aneurysm. It was reported during the index procedure during deployment of the stent graft after the two first stents had deployed, the physician attempted to perform fast release deployment however it was impossible to pull back the handle. Slow deployment of the graft was continued. After two more stents deployed a second attempt was made to perform fast release but again the same issue occurred and the physician completed slow graft deployment due to this issue. When the delivery system was removed from the patient, three kinks in the sheath were observed. Per the physician the cause of the event was anatomy related due to a highly angulated aortic arch. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: one photo capturing the distal section of the graft cover and middle member was received. A number of kinks are visible along the graft cover. The ro marker appears to be intact. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the deployment difficulties encountered during implant could not be determined from the pre-implant films provided. Images during implant were not provided; therefore, the reported events could not be assessed. In addition, post-implant CT¿s were not available and the in-vivo stent graft configurations could not be addressed. It is possible that this was anatomy related to the highly angulated thoracic arch. The patients pre-existing dissection may have also contributed to this event. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a complete product investigation could not be performed. A single returned photograph of the delivery system after removal from the patient confirmed multiple kinks on the graft cover, which may have been caused from implanting across the angulated arch, with then led to the deployment difficulties. If information is provided in the future, a supplemental report will be issued.